Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, prime, compromised force sensor error and no delivery tests. The insulin pump was received with normal operating currents. There was no unexpected battery out limit alarm noted. However, the insulin pump was received with intermittent button response. Unable to determine the root cause due to pending dva. Unable to inspect the pump for moisture damage due to pending dva. The unit was received with cracked case at the display window corner, reservoir tube lip, battery tube threads, and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, vibrator and battery tube assembly during our visual inspection. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported, the customer had low blood glucose of 40 mg/dl and paramedics were called. Customer was treated with sugar water. Customer's mother reported multiple issues with the insulin pump. Customer's mother stated, the device alarmed battery out limit and was unable to clear the alarm. Customer's mother stated, the esc button was not responding. Customer's mother noted there were fluids under the lcd screen. Customer's mother was unsure how the device was exposed to moisture. Customer's mother was advised to discontinue use of the device and revert to back up plan. Customer's mother declined troubleshooting for low blood glucose. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.